Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient had experienced three to four episodes of intense sudden pain in her mid-thoracic spine once the patient turned on her stimulation. X-ray showed termination of the leads at inferior of t8 and the leads were in the dorsal thoracic spinal cord. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR: this report should not have been submitted as this was not a reportable event. It was noted that this was a competitor device that will be explanted and a bsn device that will be implanted.

Event description:
A report was received that the patient had experienced three to four episodes of intense sudden pain in her mid-thoracic spine once the patient turned on her stimulation. X-ray showed termination of the leads at inferior of t8 and the leads were in the dorsal thoracic spinal cord. The patient will undergo a revision procedure.